Event description:
The styrofoam trays in the packs are flaking off on to the sterile field.

Manufacturer narrative:
Deroyal: the sample in not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.